Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller¿s white power cable being severed was not confirmed. The system controller (serial number (B)(6) was not returned for analysis, and no log files were provided. Available information indicates that the controller was successfully exchanged and was then disposed. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the white power cable of the patient's system controller became completely severed from the device while the patient was in the bathroom changing their ostomy bag. The patient denied any previous damage to the power cable and also denied cutting it or catching it on anything. The patient successfully switched to their backup controller at home. The controller was disposed of at the hospital and not returned.